Event description:
It was reported that the system 9800 has a damaged keyboard and poor quality images in the lateral versus the anterior posterior mode. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The keyboard malfunction was verified. It was discovered that the keyboard had been struck by something. The keyboard was replaced. It was discovered that the issue or poor image quality was due to the system being in auto mode during the lateral position measurements. The system would then drive to max technique. System should be in high level fluoro or manual mode for measuring through large anatomy. The system was tested and found to be working as intended and placed back into service.